Event description:
The pen does not cauterize. Fs log # (B)(4) 1216677-2022-00282 leep precision generator lp-20-120 (B)(4)

Manufacturer narrative:
Investigation review DHR inspect returned samples *analysis and findings complaint (B)(4) distribution history: this complaint unit was manufactured at csi on 05/20/2016 under wo #(B)(4) and shipped on 06/15/2016. Manufacturing record review: DHR's (B)(4) were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. This unit was repaired under a unrelated recall november 2021. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on repair log 99271, this unit was at csi on 10/11/2022. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit had no output. Root cause: the unit was not functioning due to damaged components on r1, c12 and c13 on the main board. These were damaged due to the direct failure of c13 as these components are set in parallel and in close proximity to each other. Components r1 and c12 were damaged from heat on the burnt out capacitor on c13. The root cause is attributed to a failed main transformer, likely a short, which exposed c13 to excessive power. *correction and/or corrective action the unit was repaired, fitted with a new main transformer and tested to specifications. Unit to be returned to the customer. A failed transformer for shorts was addressed in november of 2020 under ncmr 13378 and noted . All product in wip was checked and noted on (B)(4). The review of the complaints and finding on the ncmr indicated the issue was a recent development at the vendor and confined to those shipments in 2020. The vendor was engaged and new steps in the testing scheme was put in place agreed by both the vendor and csi. The testing ensures shorts, previously undetectable, can be detected and addressed by the vendor preventing defective units from being shipped to csi. No further training is required. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
The pen does not cauterize. Fs log # (B)(4). Leep precision generator lp-20-120 e-complaint (B)(4).